Event description:
On october 27, 2009, a doctor reported that a patient lost a dental implant about two months after the implant placement due to unknown causes. The doctor also reported, that bone augmentation materials were used.